Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction primary with saline mentor smooth round moderate profile 250cc breast implants and experienced deflation on the right side and device migration on the left side postoperatively. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturing date for this device is after the reported implantation date. If additional information is received regarding the correct implantation date or lot number, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).